Manufacturer narrative:
Correction to coding based on additional information received. Section h6 evaluation code method added b13 result removed c20 and added c13 conclusion removed d15 and added d02 component removed g07001 and added g-2005 h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator generated a continuous alarm, application error and stopped working.  The ventilator was evaluated by the third-party service provider, tokibo (tkb) and the single board computer (sbc) was replaced. The unit passed all the tests and calibrations as outlined by the service manual at the time of service. The likely cause of the issue was isolated to faulty sbc. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter information and patient information cannot be provided due to the restriction by the japan privacy regulation. Japan medtronic personnel reported event to manufacturer on behalf of the customer. Device evaluated by MFR: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. Medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator generated a continuous alarm, application error and stopped working.  The device was not available for evaluation. It was informed that the third party service provider tokibo (tkb) performed the device evaluation and replaced an unspecified part. No product was returned to medtronic. Failure confirmation, cause, or relationship to the event could not be determined since no product was returned for evaluation or made available. The cause of the event cannot be established with the information provided. If the part is returned, an evaluation will be conducted. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, this ht70 ventilator generated a continuous alarm, application error and stopped working. The patient was transferred to an alternate ventilator without injury.

Manufacturer narrative:
Section d9 was updated due to part return h6 evaluation code method remove b17 and add b01 h3 device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, this ht70 ventilator generated a continuous alarm, application error and stopped working.  The ventilator was evaluated by the third-party service provider, tokibo (tkb) and the single board computer (sbc) was replaced. The unit passed all the tests and calibrations as outlined by the service manual at the time of service. One sbc board was returned for further analysis. The complaint of ventilator generated a continuous alarm could not be determined however a different failure was observed. The sbc board was installed into the ht70 test ventilator and the system generated a "main failed software application error" message before generating the user interface (ui) screen. The boot up process failed to halt. No further testing could be completed due to the sbc board failure. The investigation could not confirm the continuous alarm issue but found faulty sbc generating main failed software generating application error, a cause of the reported issue was not determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.